Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were not detected on the bus. A field service engineer (fse) troubleshooted an issue with drawers 2.1 and 2.2 not appearing on the bus. It was observed that the t-board had no lights, prompting a replacement. Upon powering on, the solenoid activated unexpectedly, leading to the discovery of a faulty controller board in drawer 2.2. The controller board was replaced, and the system was allowed to update the firmware and complete configuration. Final testing confirmed all components were functioning properly, and the customer successfully inventoried medications without any issues. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all three drawers were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.